Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during sheath removal of the glidesheath slender device, post left heart catheterization, the hub was separated from sheath cannula as it was being removed from the body. The cannula was safely removed from the patient's vasculature using hemostats. There was no patient injury or medical intervention required. The procedure outcome was successful. Additional information was received 08january2019: the patient condition was stable.